Event description:
Material no. 368608. Batch no. 9205618. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety device failed. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the safety device failure (third incident with no patient harm or staff harm) that occurred today in outpatient blood draw. There were a total of 7 boxes I pulled from the carts and stock within the lab. 17-dec: rcvd an email from the customer providing the following: can you explain the situation when the safety (pink) shield came off the device? While attaching the bd vacuatiner the entire safety device came off. At what point during the procedure did this occur (preparation, vein puncture, safety shield activation, etc.) Preparation. Was a holder used? Yes vacutainer from bd. If yes, when putting on holder, are they using the shield to tighten the needle into holder? No, at the base. How are the needles stored (stored in the box, loose in a different container, etc) both loose and in original container. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc) the safety device did not get activated. It fell off before vein puncture. Did the safety shield fall off in one piece or was it broken? Entire shield and cover fell off. Looks like glue came undone. If the shield did not fall off in one piece, which part of it was broken? (At the hinge, top half of the shield, etc.) It did fall off in one piece.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was not observed. Evaluation of the customer samples was performed, and hub/collar separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1277214. The investigation is still on-going, and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368608 batch no. 9205618. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety device failed. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the safety device failure (third incident with no patient harm or staff harm) that occurred today in outpatient blood draw. There were a total of 7 boxes I pulled from the carts and stock within the lab. 17-dec: rcvd an email from the customer providing the following: can you explain the situation when the safety (pink) shield came off the device? While attaching the bd vacuatiner the entire safety device came off. At what point during the procedure did this occur (preparation, vein puncture, safety shield activation, etc.) Preparation. Was a holder used? Yes vacutainer from bd. If yes, when putting on holder, are they using the shield to tighten the needle into holder? No, at the base. How are the needles stored (stored in the box, loose in a different container, etc) both loose and in original container. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc) the safety device did not get activated. It fell off before vein puncture. Did the safety shield fall off in one piece or was it broken? Entire shield and cover fell off. Looks like glue came undone. If the shield did not fall off in one piece, which part of it was broken? (At the hinge, top half of the shield, etc.) It did fall off in one piece.